Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency and urge incontinence. Their trial started on (B)(6) 2024. It was reported that the patient was experiencing new non-baseline urinary/bowel symptom of diarrhea. It was unknown whether the issue was resolved. Additional information was received from the patient on (B)(6) 2024. Patient stated they were concerned as they were not voiding much when they go to void. They stated they had been only voiding out 1 to 2 ounces at a time. They stated yesterday and this morning when they felt the urge to void and when they went to void they could not and had bladder spasms. Patient was advised to contact their clinician with any concerns.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.